Manufacturer narrative:
The incident occurred outside the us. Info contained within this report is all that is available at this time. The device was thoroughly evaluated. The soft components of the front/up/down buttons and the ground plate are used up. In regular use, the pump is exposed to chemical and mechanical effects such as wearing in the pocket, sun exposure, high temp, contamination with oil products etc. The material of the soft component does not resist these stress factors sufficiently. The pt¿s complaint is verified.

Event description:
Pt reported the infusion device case is damaged. Pt stated that the soft outer component is worn down. Pt reported receiving an e8 (power interrupt) message. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.